Manufacturer narrative:
The reported malfunction was discovered during preventive maintenance. The customer placed an order with technical support for a new blender to resolve the issue.

Event description:
It was reported that before use, the device was only delivering 50% fio2 when the device was set to 60%. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.